Manufacturer narrative:
Additional info has been requested. Device was not explanted. Synthes USA quality complaint unit received info from synthes (B)(4) on (B)(4) 2011. Synthes (B)(4) is subsequently submitting this 30 day notification based on date of awareness as (B)(4) 2011. Synthes is unable to determine mfg date without a lot number. Synex ii central body devices are currently the subject of a medical device recall.

Event description:
Synthes (B)(4) reported that a customer in (B)(6), implanted with synex ii at t12-l2 on (B)(6) 2008 and vivostat bone graft experienced collapse of the device. F/u x-rays were taken (B)(6) 2008. The collapse was noted by x-ray on (B)(6) 2010 and two of the caudal 5.5mm ti cancellous locking screws of the anterior fixation (tslp) were noted as broken. No revision surgery has been planned. This is the 1st of 3 reports submitted on this event.